Event description:
It was reported that while the external pulse generator (epg) was connected to the patient, the battery was exchanged and the epg stopped immediately. The epg was sent for service and repair. There were no patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis found no abnormality.